Event description:
Procedure type: low anterior resection. According to the reporter: after firing the device, the surgeon noted that the staples did not form properly and he felt a broken feedback from the body of the device. A new instrument was used to complete the procedure. No patient injury was reported.